Event description:
During total knee arthroscopy, the tibial tray would not accept the locking bolt. It was removed and another one utilized successfully. Surgery time extended one half hour. It was reported that the pt was fine post-operatively.

Manufacturer narrative:
Evaluation ongoing, will send f/u with eval summary.